Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, the keypad buttons are not responsive and the buttons are stuck. The customer's blood glucose reading was 151mg/dl at the time of incident. At the end of the call, the customer indicated that the buttons are working and the alarm was cleared, but no troubleshooting was performed. No further details given.